Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.

Event description:
Distributor reported that a facility attempted a side lift with a viking m lift and it bent the tabs at the top of the mast. Somehow, the staff positioned the leg strap of the sling around the leg of the lift. The pt was a larger pt but weight is unk. When the staff attempted to lift the pt, the tabs of the mast were bent as the lift pulled itself together. The lift was stopped and the pt safely lowered back to his original position. The pt was not injured. The lift is now functioning properly and is back in service. No further issues.